Event description:
It was reported that the foley catheter balloon was found bigger than usual when unpacked. Per additional information via email from ibc on 28oct2021, it was confirmed that the balloon was a little bigger when it was not filled with water, not as smooth as usual.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned

Event description:
It was reported that the foley catheter balloon was found bigger than usual when unpacked. Per additional information via email from ibc on 28oct2021, it was confirmed that the balloon was a little bigger when it was not filled with water, not as smooth as usual.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿operator error¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.